Event description:
Received lens loaded in cartridge. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results -visual inspection of the returned product found the lens loaded in the cartridge. There is no visible damage to the device. There is evidence of clear surgical residue. Conclusion- no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could be determined. It should be noted that the injector was not returned for evaluation.